Event description:
Catheter broke while attempt was being made to remove blocked device. A 38cm portion remained in patient. Subsequent xray showed this portion to be coiled in the right ventricle. No other information provided.